Manufacturer narrative:
(B)(4). Per user facility medwatch report (# (B)(4)), the facility¿s biomedical engineering staff could not duplicate the reported issue. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
Physio-control received a copy of a customer submitted user facility medwatch report (# (B)(4)) which stated the following: "heart rate would not pick up on the lifepak 20 during a code. Was able to use cardiac monitor to monitor heart rate during code. Device tagged and removed. On-call biomed notified, came in and removed device and gave us a lifepak to use until our is repaired." In addition, it was reported that the device would not recognize the patient¿s ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
Physio-control received a copy of a customer submitted user facility medwatch report (# 3600510000-2018-8015) which stated the following: "heart rate would not pick up on the lifepak 20 during a code. Was able to use cardiac monitor to monitor heart rate during code. Device tagged and removed. On-call biomed notified, came in and removed device and gave us a lifepak to use until our is repaired." In addition, it was reported that the device would not recognize the patient¿s ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control received additional device information from the customer. The device was evaluated by the customer biomed who was unable to duplicate the reported issue. The device was returned to use by the customer, and will not be returned to stryker for evaluation. A root cause was unable to be determined.